Event description:
It was observed, during the device inspection. That the video system center had no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, h3, and h6. It has been over five (5) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.